Manufacturer narrative:
The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) system presented for a follow up. The patient informed the physician that approximately two weeks ago the device had eroded through the patient¿s skin. The patient was hospitalized and the system was explanted. The patient remained hospitalized for antibiotic treatment. It was noted the patient was not pacemaker dependent. No additional adverse patient effects were reported.